Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from the FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. A memory download was unable to be performed. The device could be interrogated and was confirmed to be operating in safety mode. Evidence of memory corruption was also noted. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the memory errors identified in the laboratory setting and the clinically observed premature discharge of battery and reversion to safety mode.

Event description:
It was reported that the pacemaker had reached safey mode. It was noted that the patient was under intensified follow up already due to battery depleting towards elective replacement indicator (eri). It was noted that the patient had an underlying rhythm of 90 bpm at the time of interrogation and is not pacemaker dependent as they only pace approximately 25 percent of the time. During the interrogation the patient noted that they felt pocket stimulation a few days earlier. Technical services (ts) advised the clinic that the patient should be admitted to the hospital and a replacement procedure scheduled. However, the clinic noted they would consult the physician to discuss the follow up plan based upon hospital capacity and planning. At this time a procedure date has not been scheduled and the pacemaker remains in service. Additional information was received that the pacemaker was explanted and successfully replaced with another manufacturer's pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from the FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that the pacemaker had reached safety mode. It was noted that the patient was under intensified follow up already due to battery depleting towards elective replacement indicator (eri). It was noted that the patient had an underlying rhythm of 90 bpm at the time of interrogation and is not pacemaker dependent as they only pace approximately 25 percent of the time. During the interrogation the patient noted that they felt pocket stimulation a few days earlier. Technical services (ts) advised the clinic that the patient should be admitted to the hospital and a replacement procedure scheduled. However, the clinic noted they would consult the physician to discuss the follow up plan based upon hospital capacity and planning. At this time a procedure date has not been scheduled and the pacemaker remains in service. Additional information was received that the pacemaker was explanted and successfully replaced with another manufacturer's pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker had reached safety mode. It was noted that the patient was under intensified follow up already due to battery depleting towards elective replacement indicator (eri). It was noted that the patient had an underlying rhythm of 90 bpm at the time of interrogation and is not pacemaker dependent as they only pace approximately 25 percent of the time. During the interrogation the patient noted that they felt pocket stimulation a few days earlier. Technical services (ts) advised the clinic that the patient should be admitted to the hospital and a replacement procedure scheduled. However, the clinic noted they would consult the physician to discuss the follow up plan based upon hospital capacity and planning. At this time a procedure date has not been scheduled and the pacemaker remains in service.